Manufacturer narrative:
Event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. An out of tolerance subthreshold lead impedance alert was recorded on 2013-(B)(4). The maximum defibrillation active can impedance is greater than 180 ohms throughout the record. The maximum superior vena cava coil defibrillation impedance is greater than 200 ohm throughout the record.

Event description:
It was reported that the patient was seen due to an alarm that was sounding every four hours. At follow up check, the left ventricular (lv) lead had high impedance and the right ventricular (rv) and superior vena cava (svc) coil impedance was also high. The leads were re-connected to the device and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 419678 implantable pacing lead, (B)(6) 2013; 5076-52 implantable pacing lead, (B)(6) 2013; d384trg implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.